Event description:
We are reporting four occurrences that are associated with the: phaseal by carmel pharma - phaseal infusion adapter, connector luer lock and the facility was notified by the pt's home health nurse informing us that during her nursing visit to connect the fluorouracil IV via ambulatory pump, the nurse noticed that there was a leak inside the pouch and that "the lines came apart". Dates of use: three days in 2008 (12 cycles). Diagnosis: colon ca with mets to liver. Event abated after use stopped: yes.